Manufacturer narrative:
Based on the information provided, the cause of the customer reported complication cannot be determined although the customer believes the subcutaneous emphysema was due to the port placement, that was not inserted properly. There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned. Instrument and system log reviews could not be performed due to insufficient event information.

Event description:
It was reported that during a da vinci-assisted procedure, the patient developed subcutaneous emphysema, and the procedure approach was converted to a laparotomy. The procedure had been in progress for three hours when the patient developed subcutaneous emphysema, which extended to the neck. Based on the anesthesiologist's recommendation, the surgical approach was converted to an open surgery. It is believed that the subcutaneous emphysema resulted from improper port insertion, leading to significant peritoneal expansion. Both intuitive surgical inc. (Isi) products and third-party products were utilized; however, the surgeon does not believe that the da vinci system, instruments, or accessories contributed to the incident. The emphysema persisted after the procedure was completed. It remains unknown how the issue was resolved or if the patient experienced any additional post-operative complications.